Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the home choice (hc) during dwell 5 of 5. The home patient (hp) said that they pressed go before connecting and then reprimed with same supplies. There was no solution in any of the bags. The technical service representative (tsr) explained about repriming with the same supplies. The tsr assisted to end therapy. The tsr advised to let the registered nurse (rn) know about the reuse of supplies. The hp would use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2012. Proper procedures had been reviewed, and he now understood how to reuse supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.